Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. It was reported that the bdc was prepped prior to the sheath/stylet (mandrel) being removed. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instructions for use (IFU) states: complete the following steps to prepare the nc trek rx coronary dilatation catheter for use: remove the protective mandrel from the flushing sheath, slide the protective sheath off the balloon prior to performing air aspiration. Additionally, the account reported that the bdc was overinflated to 16 atmospheres (atms) when the balloon ruptured. It should be noted that the coronary dilatation catheters (cdc), trek rx and mini trek rx, global, instruction for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). The rbp for the trek rx device is 14 atm; therefore, rbp was exceeded. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath; however, the reported balloon rupture and difficulty advancing and removing the device from the anatomy appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified and mildly tortuous vessel in the distal right coronary artery (rca). The 1.2x12mm mini trek rx balloon dilatation catheter (bdc) was soaked prior to use and prepared (air aspiration) outside the anatomy. The bdc was flushed per instructions for use (IFU) and the device was prepared prior to removing the protective sheath/stylet removal. Resistance was met when the protective sheath was removed and during advancement due to the anatomy. The balloon ruptured during the first inflation at 16 atmospheres (atms) for 5 seconds. There was resistance during removal due to the anatomy. The bdc was removed as a single unit. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.